Event description:
This pt underwent a repair of a bowel perforation and intra-operatively, oxygenation was difficult to maintain. The anesthesia team is not sure why they were unable to achieve oxygen saturation levels higher than 80% other than the pt's overwhelming sepsis. Post-operatively, the pt was placed on a different ventilator. The pt was not utilizing the same equipment in the o.r. As in the intensive care unit. Their saturation levels remained low. It was discovered the following day that the oxygen blender on the ventilator had malfunctioned, and the pt was receiving only 21% fio2. The alarm on the ventilator failed to activate. The ventilator was changed out and the pt's saturation level improved. There is believed to be an alarm for the blender, separate from the ventilator alarm. The ventilator did not malfunction. The oxygen cell of the ventilator was bypassed. The ventilator and blender were both chnaged. The device is available for evaluation. It is unclear if the pt sustained neurologic damage from the incident. The pt has been unable to wean from the ventilator at the time of this report.